Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v077181, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that patient second implant had to be taken out because the leads weren¿t right. The issue was about 10 months to a year after implant. The leads were sending shocks and strong impulses out of nowhere. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).